Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. 4473 lead, implanted: (B)(6) 2004. The initial reported event of infection was received on 05-sept-2018. Information was subsequently received on 05-feb-2019 and revealed the patient experienced wound dehiscence. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The device system was later replaced. No further patient complications have been reported as a result of this event. Further information was received, which indicated the patient developed wound dehiscence and drainage two weeks following implant of the system. Cultures of the implant wound grew coagulase negative staphylococcus. The patient had noted worsening shortness of breath over the past month. The patient received intravenous antibiotics. The patient is a participant in the (B)(6) registry.